Event description:
It was reported that on (B)(6) 2011, a xience v stent was implanted in a proximal left anterior descending artery (lad) and approximately one year later in (B)(6) 2012, the patient suddenly expired of unspecified non-cardiac reasons. This was listed as unknown relationship to both the device and the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.